Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer had undocked, and power cycled the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had error 40100 and the instrument arm was disabled. Site had undocked and were in the process of power cycling the system. The system powered up normally. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.